Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 69-year-old male patient weighing 82kg presented to the or for an evar procedure. A lower-positioned access was gained utilizing ultrasound guidance with micropuncture. The left common femoral arteriotomy had mild calcification with a measured deployment depth of 3.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheath. Following the evar procedure, activated clotting time (act) was 340, heparin was administered and the 14f manta was being prepared to be deployed to the measured depth. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. No buckling or bending occurred to the by-pass tube when resistance was met. The bypass tube would not go through the hemostatic valve within the sheath hub (see 3010252479-2023-00216 manta). The first 14f manta sheath remained on the guidewire while the 14f manta device was removed. A second 14f manta device was opened and deployed, successfully completing the closure. Following deployment, a doppler check could not detect distal pulses. The surgical team was called in and performed a cut-down to r emove the manta. During the surgical intervention, the manta was positioned correctly within the vessel. The access site was then patched, and pulses were still not obtainable. A balloon was deployed down the left distal extremity and thrombotic material was discharged. Pulses returned on doppler and the patient was sutured to close. The patient outcome post-procedure was fine. The patient did not experience any harm, injury, or health consequences from this event. The physician mentioned the aneurysm must have discharged some of the clots down the left extremity which obstructed the pulses. The IFU indicates in the procedure requirements: that the manta closure must be deployed using the manta sheath provided in the manta package; do not substitute any other sheath. The following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery, thrombosis formation or embolism, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
It was reported that: first 14f manta would not allow the bypass tube into the sheath (3010252479-2023-00216 manta), that manta was removed and a second was inserted successfully. The second manta was removed surgically after pulses were unobtainable (3010252479-2023-00207 manta). Micro puncture and ultrasound were utilized to gain a lower access in the left common femoral artery. The vessel had mild calcification. Measured depth for the manta was 3.5+1cm. Act was 340 prior to closure and heparin was administered intravenously during the procedure. The first 14f manta would not allow the bypass tube into the sheath 3010252479-2023-00216 manta. That manta was removed and a second was inserted successfully. After the manta was deployed on the left cfa, no distal pulses could be detected. This resulted in the surgical team cutting down to remove the manta. The cfa was then patched and pulses still could not be detected. A balloon was then sent down the left distal extremity and thrombotic material was discharged. Physician reported that 'the aneurysm must have showered some clot down the left extremity obstructing pulses.' Patient was closed and pulses were obtained by dopplar. Time to hemostasis was less than 10 minutes. The patient was reported as fine post the procedure.

Event description:
It was reported that: first 14f manta would not allow the bypass tube into the sheath (3010252479-2023-00216 manta), that manta was removed and a second was inserted successfully. The second manta was removed surgically after pulses were unobtainable (3010252479-2023-00207 manta). Micro puncture and ultrasound were utilized to gain a lower access in the left common femoral artery. The vessel had mild calcification. Measured depth for the manta was 3.5+1cm. Act was 340 prior to closure and heparin was administered intravenously during the procedure. The first 14f manta would not allow the bypass tube into the sheath 3010252479-2023-00216 manta. That manta was removed and a second was inserted successfully. After the manta was deployed on the left cfa, no distal pulses could be detected. This resulted in the surgical team cutting down to remove the manta. The cfa was then patched and pulses still could not be detected. A balloon was then sent down the left distal extremity and thrombotic material was discharged. Physician reported that 'the aneurysm must have showered some clot down the left extremity obstructing pulses.' Patient was closed and pulses were obtained by dopplar. Time to hemostasis was less than 10 minutes. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).